Event description:
It was reported that a dorsal height adjuster broke while attempting to remove a previously implanted screw. Another screwdriver was used to complete the surgery without any reported health impacts to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed for one returned pathfinder nxt revision instrument for the failure of fracture. Medical records were not provided for review. Device evaluation: the product was returned and visually examined. The tip can be seen to have fractured. Potential cause root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied to the tip during use, or wear through use over time or multiple sterilization cycles. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a dorsal height adjuster broke while attempting to remove a previously-implanted screw. Another screwdriver was used to complete the surgery without any reported health impacts to the patient.